Event description:
It was reported that the patient was feeling no stimulation sensation and loss of therapeutic effect for the past six weeks since being diagnosed with infectious pneumonia and having several falls. The patient adjusted stimulation and felt it again, but it was different. Patient was to continue adjusting stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v271801, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).